Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic conducted a post market clinicai follow-up (pmcf) survey to seek out potential new risks and assess performance of the sentrant device. The exact size of the device is unknown. Survey results from a interventional radiologist in practice 20 years, who has used the device 500 times in total of which all 60 of those times were in the last 12 months. During use of the sentrant, the following complications were encountered in the last 12 months ; allergic response to materials (1), hematoma (3) the allergic response to materials was assessed as related to the device itself whereas the hematoma events were assessed as not related to the device. The physician assessed the allergic response to material event as somewhat concerning. The patient had itching, a rash & hives as a result of this allergic response. The physician had the opinion that the sentrant performed as expected when it was used. No further information has or will be provided.